Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l72774, implanted: (B)(6) 1999, product type: catheter; product ID 8709, lot# l72774, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2003 or 2004 the patient experienced overdose or underdose symptoms. The patient¿s pump was recalled and the patient was not notified by a health care provider (hcp). The pump stopped working and had not been in for 5 years so it was not thought to be the battery failing. Something with the pump was not working correctly. The patient did not know if she was being overdosed or underdosed. The patient ended up in a psych ward and was there for 2 months in horrendous pain. The patient was being treated for bipolar, schizophrenia and ¿everything.¿ the pump was not giving the patient the pain relief. The patient was in withdrawal and evidently the pump was dry. It was ¿kinked or something.¿ the patient ¿lost her mind¿ and did not know what was going on. She was shaking, shivering, throwing up, nauseous, and had ¿every symptom.¿ the event came on suddenly. At the time of the event the pump was being used to deliver morphine.